Event description:
Ptca balloon nc bandit stuck on struts of stent unable to remove, leading to compromised flow to diagonal and lad vessels. Pt sent for emergent bypass and removal of balloon catheter.